Event description:
The technician alleged that the foot hi/low is drifting down slowly. No patient impact.

Manufacturer narrative:
The technician replaced the foot hi/low hydraulic cylinder to resolve the issue.